Event description:
It was reported that the left ventricular (lv) lead was found to be dislodged a day after implant. The lead was removed and replaced with a new lead. During replacement of the new lead the physician was unable to fixate to the vein due to the lobes not deploying successfully. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular (lv) lead was found to be dislodged a day after implant. The lead was removed and replaced with a new lead. During replacement with the new the lead the lead was unable to fixate to the vein due to the lobes not deploying successfully. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary for (B)(4): the full lead was returned and analyzed. No anomalies were found. There was blood (not obstructed) on the distal conductor of the lead. The tines/lobes of the lead were distorted. There was also blood ingression on the overlay tubing. Visual analysis revealed the lead was damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.